Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl; cause was unknown. Carbohydrates was consumed to treat bg. Although requested by tandem technical support, the customer declined to perform troubleshooting.